Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range system impedance measurements. Technical services (ts) was consulted and reviewed available data, with the impedance trending lower over time. Ts requested the transmission of the latest data for further review. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low out of range system impedance measurements. Technical services (ts) was consulted and reviewed available data, with the impedance trending lower over time. Ts requested the transmission of the latest data for further review. This s-ICD remains in service. No adverse patient effects were reported. Information from the field indicates the impedance measurements improved and entered within the established range. The patient will continue to be monitored. This s-ICD remains in service. No adverse patient effects were reported.